Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 9mm longitudinal tear starting 0.5mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.75mm x12mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.